Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient had pain, and an infection at the ipg site was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient was treated with antibiotics and the infection cleared. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicated the infection was cleared.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient had pain at the ipg site and was found that there was infection at the ipg site and was treated with antibiotics.